Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/22/2019. The manufacturer's field service engineer (fse) performed troubleshooting with the customer. The power management and user interface cable was previously replaced by the customer. The fse recommended replacing the overlay and user interface (ui) board. The customer replaced ui board to address the finding. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that an error code (1105) alarm light emitting diode (led) failed occurred. There was no patient involvement.